Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 30mm amplatzer septal occluder was selected for implant. During the procedure, the proximal disc deformed in a "cobra" shape. The device was exchanged for a 28mm amplatzer septal occluder (lot number: 6743148). No patient consequences were reported.